Event description:
A motor stall was reported. It was reported that the patient fell and stopped having pain relief. Additional information was requested but not available at the time of this submission. The medication used within the system was fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information: the previously reported dye study revealed the rotor not working, the pump failed to work properly it was then noted that the patient had not returned for follow up after pump replacement but that her pump was now working fine.

Event description:
Additional information indicated that the patient had a rotor and dye study performed on (B)(6) 2012, but the results were not reported. The patient was noted to have had a pump revision, but it was unknown how her therapy was doing. The cause of the motor stall was not known, and the "MRI tech had not seen the device recover". No further information was available at the time of this submission. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.